Event description:
Dealer states "the batteries failed. The dealer states after the consumer charged the chair approximately one hour later he did a load test and the batteries didn't hold the charge and were inoperable." Warranty (B)(4). No injury alleged

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the u1gel-2 batteries for an unknown power chair allegedly will not hold a charge. The consumer charged the chair and approximately 1 hour later the batteries allegedly failed. Replacement batteries being sent on warranty order #(B)(4). No injury alleged.